Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete an fall-off test. The cause for the failure was isolated to a defective belt node and therapy electrode assembly. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.